Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the physician experienced great difficulty advancing the thumb advancer, it seemed that the sheath was expanding instead of splitting. The device came out of the patient anatomy and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Four unused sterile starclose se devices with part number 14679-05 and lot number 030116h, were returned for evaluation with the complaint. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.